Manufacturer narrative:
Initial.

Event description:
It was reported that the user entered more meal announcements than usual, including multiple meal entries in close succession without explanation, and was advised to perform a factory reset; the event was characterized as improper procedure or method involving the user interface, suggesting meals were used as correction. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem, consistent with meal entries that did not follow instructions and with the medical device problem categorized as improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.